Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump lost power, and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: a review of the pump black box data revealed a power interruption. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured to the pump properly to maintain power. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated power issues. The pump case was removed, and no intermittent conditions were found on the power printed circuit board. Evidence of the no power complaint was found in the black box data; however, the complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.